Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(type of investigation).

Manufacturer narrative:
The user had attempted to resume therapy using only the start key, but the gas loss alarm persisted, and the iab fill function had not been used. Guidance was provided on the correct sequence to resume therapy: first using the help key, then the iab fill function, followed by the start key. This sequence was performed, and therapy successfully resumed as expected. Additionally, an explanation was provided regarding how changes in the patient¿s intrathoracic pressure can trigger the gas loss alarm. The user acknowledged and appreciated the guidance.

Event description:
The user contacted the emergency support program line to report a gas loss alarm during iabp therapy. No patient harm or adverse clinical impact was reported.